Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is complete. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 4 short port btt (blunt tip trocar) black inflation valve popped out. A new kit was used to complete the procedure. There were no pt effects. The product is returning.